Event description:
It was reported that the patient with this inflatable penile prosthesis can feel the tips of the cylinders in the distal glans and it is causing pain. He was told by the physician assistant that the pain would subside but it has not. He has been prescribed additional pain medication and also visited the emergency room due to the pain. A patient services consultant referred him to a physician. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.